Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also noted that the patient experienced stimulation at certain parameters. A computerized tomography (CT) scan was performed and lead perforation was observed. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.